Manufacturer narrative:
Only the clip assembly was returned for evaluation. A visual examination of the device found that the clip was returned in an open state and one of the prongs was bent. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when trying to place the clip at the base of the polyp, one clip arm bent backwards. The clip was deployed and fell into the patient in an open state. The clip was successfully retrieved through suction of the endoscope and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip falls into the patient in an open state. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when trying to place the clip at the base of the polyp, one clip arm bent backwards. The clip was deployed and fell into the patient in an open state. The clip was successfully retrieved through suction of the endoscope and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.